Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 04/25/2016 phone call, 04/26/2016 phone call, 04/27/2016 phone call. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed and shut down. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.